Event description:
Patient reported not feeling any restriction and suspicion of a crack in the tubing of the lap-band. Additional follow-up with the office noted that the device was filled with 2cc of fluid during an appointment for a fill. When the patient came in for an additional fill, the healthcare professional was unable to withdraw any saline from the lap-band. The device has not been explanted at this time, but an appointment has been made for revision surgery. The patient does not have any co-morbidities and does not take any medication.

Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."